Manufacturer narrative:
Eval is in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, a circuit over-pressure alarm condition occurred. The central control monitor of the heart lung console; however, displayed a pressure alert warning message instead of the expected alarm message. There was no adverse consequence to the pt as a result of this event.